Event description:
Caller states that during a correlation study the following results were obtained: patient 1 tested 2.5 inr on coagucehk system 1 and 1.8 inr/109 inr on additional coaguchek systems. Patient 2 tested 3.2 inr on coaguchek system 1 and 2.4 inr/2.6 inr on additional coaguchek systems. Patient 3 tested 2.8 inr on coaguchek system 1 and 3.8 inr/3.2 inr on additional coaguchek systems. Medwatch was adjusted based on coaguchek system 1 results, however no adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1. Patient 2: atrial fibrillation. Coumadin 7.5mg/5days, 5mg/other, omeprazole dates unk, levothyroxine dates unk, prednisone dates unknown. Patient 3: atrial fibrillation. Coumadin 5mg/3days, 2.5 mg/other, darvocet dates unk.